Event description:
It was reported that the patient had an epidural hematoma. It was added that the patient was paralyzed from their waist down from blood clots. It was stated that the patient's system was explanted. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was unknown. It was noted that the complication occurred after surgical implantation. It was further noted that the health care provider (hcp) was not involved and was unaware of what happened.

Manufacturer narrative:
(B)(4).